Event description:
The device was explanted due to granulation tissue around the receiver stimulator and wound infection at the incision line. The wound infection occurred within approximately 14 days post-surgery, granulation tissue developed gradually thereafter. Reportedly, the surgical wound did not heal completely after implantation surgery.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the device was explanted due to an infection at the implant site in the early postoperative period and formation of granulation tissue. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The device was explanted due to huge granulation tissue around the receiver stimulator and wound infection at the incision line. The wound infection occurred within approximately 14 days post-surgery, granulation tissue developed gradually thereafter. Reportedly, the surgical wound did not heal completely after implantation surgery.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.